Manufacturer narrative:
Other relevant device(s) are: software 9733763 synergy cranial s7. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that during a case the site merged a CT and mr and completed registration. After creating the skin flap the site felt inaccurate and decided to re-register using point merge on the bone. The site representative tried to threshold the CT (merge reference) to show the skull but was unable to do so. After the case the site rep was able to only use the CT and was able to threshold to bone without issue. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the surgery was completed using scans and there was no impact on the patient other than a longer surgery.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.